Manufacturer narrative:
As reported in a research article, secondary pulmonary hypertension in an adult patient with ebstein anomaly post atrial septal defect closure; can it be reversible. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature review: secondary pulmonary hypertension in an adult patient with ebstein anomaly post atrial septal defect closure; can it be reversible? A case report.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature review: secondary pulmonary hypertension in an adult patient with ebstein anomaly post atrial septal defect closure; can it be reversible? A case report.

Event description:
The article, "secondary pulmonary hypertension in an adult patient with ebstein anomaly post atrial septal defect closure; can it be reversible? A case report", was reviewed. The article presented a case study of a 32-year-old female patient with a history of unknown congenital heart disease, ebstein anomaly (ea), and secundum atrial septal defect (asd). It was reported that on an unknown date when the patient was 19 years old, an unknown sized amplatzer septal occluder was chosen for atrial septal defect closure. Post-procedure, when the patient was 32 years old, the patient presented with progressive fatigue and exertional dyspnea. The following day after presentation, imaging evaluation reported there was a compression of the right pulmonary vein by the device, no residual shunting, and the device was well sealed in the atrial septum. Cardiac catheterization was performed and revealed post-capillary pulmonary hypertension (phtn). An electrophysiology (ep) study was performed prior to the surgical repair and the patient was inducible for atrial flutter that degenerated to ventricular fibrillation, requiring cardioversion. Patient was prescribed a wearable cardioverter defibrillator after the ep study. The patient was diagnosed with severe ebstein anomaly (ea) with phtn caused by a combination of long-standing left-to-right shunt prior to asd closure and now exacerbated by pulmonary vein compression due to device implant. Patient was medically managed with diuresis and phtn therapy (sildenafil and macitentan) for a few months. A decision was then made to surgically explant the device along with concomitant procedures surgical tricuspid valve replacement and maze ablation. Patient status was reported improved hemodynamics and resolution of phtn. [The primary and corresponding author was ahmed kheiwa, department of internal medicine, division of cardiology, loma linda university medical center, loma linda, ca, with corresponding email: akheiwa@llu.edu].